Event description:
Used for hernia repair/tep. According to the reporter: the balloon could not be inflated. Tried again after endoscope was pulled out and in, but the result was same. Used another to complete procedure. No bleeding. Tissue damage: unk. Nothing fell into cavity. Pt status: unk. Operating room time extension: unk.

Manufacturer narrative:
(B)(4).